Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 4/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown animal procedure on an unknown date and suture was used. I have received further feedback about the sutures snapping with more reported from a new box with different lot and batch numbers. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/9/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - could you please provide the lot number? -when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - how many devices demonstrated the alleged deficiency? - please provide the source or name of person providing answers to follow-up questions: please find enclosed 2 x faulty 9-0 vicryl w1703. One of them the needle came off but apparently the other didn¿t even have a needle. Thanks, jo.¿ both suture packets are dated 26/02/2026 with written on ¿needle came off¿ and the other ¿no needle!¿ both packets are lot107txq with 2030-03 expiry. No product to return for investigation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: I¿m hoping the us lab will confirm there is not a product fault and that we might need to ask them about technique or a particular surgeon who¿s breaking them¿. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.